Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the case from the pump, inspect and clean the pneumatic tap area, and successfully reload the original cartridge, allowing insulin therapy to resume successfully.